Event description:
Pt reported the insulin delivery of the infusion device is too low. Pt's blood glucose was 78 mg/dl at 5:15 p.m. On (B)(6) 2011. She ate 2 be at 6:00 p.m., and her blood glucose elevated to 499 mg/dl at 12:33 a.m. On (B)(6) 2011. The infusion device then displayed an e11 set not primed error. Pt did not have a replacement infusion set or cartridge, and she "couldn't handle the error." Pt's son transported her to the hospital, and she received stationary treatment for a few hours. The type of treatment given at the hospital was not provided. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.